Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 498 mg/dl. The customer stated that the blood glucose was start since from (B)(6) 2020. The customer¿s blood glucose at the time of incident was 418 mg/dl. The customer had headache and dry mouth due to high blood glucose also feel tired due to high blood glucose. The customer took bolus and manual shot to treat high blood glucose. The customer treated with insulin drip and intravenous saline solution in hospital. It was unknown if the customer was using auto mode or not at the time of incident. The customer did not allege under delivery on insulin pump. The infusion set cannula was became bent. The insulin pump will not be returned for analysis.